Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the installation of the emergency backup battery (ebb) into the backup system controller, the ventricular assist device (vad) coordinator stated that "she was unable to get the backup battery installed into the system controller". The vad coordinator cut a portion of the plastic covering on the ebb to get the ebb installed.